Event description:
It was reported to boston scientific corporation in 2008, that a flexima biliary stent system was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on the same day. According to the complainant, during the procedure the physician had difficulty deploying the stent. "The delivery system broke and a small part if the delivery system remained at the patient intestinal ... The physician thought it will pass on it's own." The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received by the manufacturer. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. If the device is received, and additional information is revealed by the device evaluation, then a supplemental report will be filed.